Manufacturer narrative:
UDI# (B)(4). Reported event was confirmed with medical records and x rays provided. Review of available radiographs identified the following: one of the three images showed superior dislocation of the right femoral head from the right total hip arthroplasty. No other issues related to this event were identified. Review of the device history records identified no related deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: cat#110010260 lot 6278320 g7 biomet shell 44mm, cat#010000835 lot 3645890 g7 biomet liner size a, cat#8114-01-10 lot 61452413 zimmer cpt stem ho size 1. Foreign source: (B)(6). The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent hip revision approximately 1 month post implantation due to dislocation. During the procedure, it was noted the head and liner were removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.